Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd leuer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s extraneal bag disconnected from the adapter during treatment. During dwell four of four the patient observed the bag had disconnected from the safe lock apd luer lock connector and spilled the contents onto the floor. The patient was advised to discontinue use of the cycler and notify the peritoneal dialysis nurse of the event. Upon follow up the patient¿s peritoneal dialysis nurse stated the treatment was completed after setting up the cycler with all new supplies. No treatments were reported missed. No complications were reported as a result of the event. All of the supplies from the event have been discarded. No prophylactic antibiotics were administered. (B)(6). Additional information was solicited, but unavailable.